Manufacturer narrative:
The device was returned to the MFR in good visual condition. Upon evaluation, the device was function tested for leaking. The device showed no signs of leaking both with and without the obturator inserted into the sleeve. The device also passed a pin gauge test. The device history record was reviewed and no discrepancies were noted. As the device passed all functional testing, no conclusion could be drawn as to what may have caused the reported event.

Event description:
It was reported that during a laparoscopic surgery three devices were not forming complete seals, blood was splattering out of the valves/devices. The devices were not replaced. There was no pt injury. This report is for the first device. Add'l info was requested but no add'l info was rec'd. A supplemental report will be sent if add'l info becomes available. See MFR report numbers 2134070-2013-00114 and 2134070-2013-00115 regarding the other devices.